Manufacturer narrative:
The event date was estimated. Device unique identifier (UDI) - the device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that in (B)(6) 2017, the patient fell and sustained trauma to the chest which later developed into an abscess formation. The patient later experienced purulent discharge that was positive for (B)(6). The patient was admitted to the hospital multiple times due to bacteremia and drainage from the wound site. The patient was treated with multiple rounds of intravenous antibiotics including home IV antibiotic infusions for over 20 weeks, sternal wound debridements and wound vac (vacuum) placement. Per report, the sternal wound tract did not heal and the patient was deemed not a surgical candidate. The patient's condition deteriorated and the patient elected to stay at home on hospice care. It was reported that lvad support was terminated and the patient expired on (B)(6) 2017. The driveline infection was not the original source of the infection and the clinicians reported the patient outcome was related to the sternal wound infection complications and was not related to the subsequent driveline infection.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported driveline infection could not be conclusively determined. The explanted pump was returned assembled with the driveline. Examination of the sealed inflow conduit and outflow conduit upon disassembly of the device revealed depositions of denatured, fixed blood. The denatured consistency of these depositions suggests that the explanted pump may have been treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned for evaluation. Further evaluation of the pump revealed similar depositions of post-mortem, fixed blood within the inlet stator. Although a root cause for the presence of the observed depositions could not conclusively be determined through this evaluation, the account reported that the patient expired from termination of support following a chronic sternal infection. The observed depositions lacked laminated layering and were loosely seated, consistent with the interruption in flow associated with the termination of support. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.